Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while infusing levophed, the pump alarmed due to a leak where the tubing separated at the smartsite. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that the tubing separated at the smartsite and leaked was confirmed. Visual inspection showed that the pvc tubing was completely separated from the distal smartsite inlet port near the male luer. Examination under magnification showed that both sides of the tubing had no solvent applied. No functional testing was performed due to the separation. Fluid was leaking from the separation. Dimensional analysis was performed and the tubing was measured to be within specification. The root cause of the event was identified as a manufacturing issue due to no solvent being applied at the junction of the pvc tubing during the manufacturing process.